Event description:
It was reported that the following issue was observed on the device: "code: 130.6020. " additional notes provided by the facility¿s clinical engineering support services include: "that error code indicates a problem with the keypad. I could not get the keypad to fail and produce the same error. I ran the unit through all of the pm tests found in the alaris system maintenance software and it passed them all. I even ran the unit through a 50 ml infusion of distilled water (using lvp 738383) without any errors occurring. The unit also was not stuck on the nicu profile. I was able to turn the unit on and select any of the profiles with no issues.." Reported problem cause description: "no fault found." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no product will be returned.